Event description:
On (B)(6) 2011, the patient experienced increased pain. The baclofen dosing ranged from 68.74 mcg/day to 81.24 mcg/day and patient activation dosing was enabled. The event severity was noted to be moderate. On (B)(6) 2011, an x-ray revealed catheter migration. On (B)(6) 2011, the patient underwent a surgical repositioning procedure; the catheter was advanced to its original position. The patient outcome for this event was reported as resolved without sequelae. On (B)(6) 2011, the patient again experienced increased pain. The event severity was noted to be moderate. On (B)(6) 2011, a CT scan with contrast was performed and revealed catheter migration. On (B)(6) 2011, a catheter access port contrast study was performed and revealed a catheter leak and migration. On (B)(6) 2011, the patient underwent surgical revision of the catheter; the catheter was spliced. The patient outcome was reported as resolved without sequelae. The drug used in the pump at the time of the event was baclofen, bupivicaine, clonidine, dilaudid, and droperidol. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, according to the (B)(6), the distal end of the catheter that was spliced on 2011-(B)(6), was connected to a new catheter. Also, it was noted that the catheter had dislodged from the intrathecal space. Additional information reported that the location of the reported catheter leak was not specified in the clinical notes. A "pt scan" revealed a small collection of fluid at the l4-l5 location. But, the physician indicated that the "correlation was suggested to exclude catheter leak." The baclofen contained in the patient's pump was noted to be compounded baclofen.

Manufacturer narrative:
(B)(4)